Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the proximal right coronary artery (rca) with mild tortuosity. Due to the vessel size, two stents were intended to be implanted to treat the lesion. A 6 x 18 mm herculink plus stent was implanted with direct-stenting in the distal rca. The 7 x 18 mm herculink elite was then implanted to cover the lesion in the proximal rca; however, a distal edge dissection occurred. A 7 x 18 mm herculink elite was used to treat the dissection. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of dissection is listed in the rx herculink elite ce instruction for use (IFU) as known potential adverse event associated with the use of the product. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. In this case, it was reported that the lesion site was direct-stented. Although it could not be determined if the failure to pre-dilate the lesion site contributed to the distal edge dissection, it should be noted that the IFU states: pre-dilate the lesion or stricture with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion or stricture.